Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# va00q5r, implanted: (B)(6) 2012, product type lead product ID: 3093-28, lot# va00q5r, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that since implant patient had never had therapeutic effect. The patient was still going to the bathroom 4-5 times a night which was the original reason why she got interstim. The patient status was reported as unknown. It was later reported on (B)(6) 2015 that patient had experienced a loss or change of therapy. The patient indicated that implantable neurostimulator device never helped her symptoms. It was noted that patient met with manufacturer representative at health care provider's office and they tested her thing and said the wires were not working, were screwed up. It was noted that after stimulation was turned off and patient went to the bathroom once per night, before stimulation was turned off, patient went to the bathroom 3 times per night. The patient stated that representative and the nurse told her it was off but patient also said they turned it off. The patient will have it removed because she cannot have an MRI. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.